Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported during patient use, the autopulse platform (sn: (B)(4)) performed compression for approximately 3-4 minutes and then displayed error message user advisory (ua) 08 (motor controller fault detected) and 45 (not at "home" position after power-on/restart). Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.